Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a bladder procedure while a ft10 generator was in use with an unknown electrode, smoke was emitted from the tip of left hand glove of the assistant physician. Post procedure the suction tube was found melted do to a fire. No patient injury reported.